Event description:
Surgeon used echelon flex 45 endoscopic stapler which fired 2 times successfully and then on the third fire it clamped tissue and would not fire the stapler across the tissue. Another stapler was opened and the repeat incident happened.